Event description:
It was reported that the delta valve was explanted on (B)(6) 2010 and surgeon wanted to know if it still functions properly. It was implanted several yrs ago.

Manufacturer narrative:
(B)(4). The returned device was patent, passed siphon and reflux testing and was in specifications for pressure-flow testing at -50 cm hydrostatic pressure. However, the valve did not meet specifications for pressure-flow and preimplantation testing at 0 cm hydrostatic pressure. Crystalline debris found within the valve mechanism may have affected flow rates. The valve did not meet requirements for leak testing due to pinholes in the silicone dome about the reservoir and in the top of the delta chamber. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. No pt impact was reported. All of our valves are 100% tested at the time of MFR.